Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of an "804:26 alarm". This condition had the potential to interrupt delivery. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during review of the event history log. The assignable cause was software failure. Software failures are not associated with hardware malfunctions and do not require any remediation or hardware component replacement. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.